Event description:
Boston scientific received information that, during a replacement procedure, high out of range shock impedance measurements were observed. Technical services (ts) was contacted to discuss possible root cause. Various troubleshooting methods were performed, but still high out of range shock impedance measurements were observed. It was suspected there was a lead conductor issue. This right ventricular (rv) lead remains in service. A laser lead removal might take place in the near future. There were no adverse patient effects reported. Subsequently, additional information was received that this rv lead was explanted.

Manufacturer narrative:
This rv lead was accidently discarded at the hospital, so will not be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.